Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported "right prosthesis with radial folds¿, ¿changes that may be related to capsular contracture¿ baker grade iii, of seromatous collection with significant volume¿ and ¿areas of granulation tissue formation¿, device has been explanted.